Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was reported that the patient ¿did not break aseptic technique¿. The patient was not hospitalized for the event. One day after onset, the patient began treatment with injection vancomycin (1 gram, every fifth day, intraperitoneally [ip]) and ¿tuzz¿ (250 milligrams, once daily, ip). At the time of this report, the peritonitis was resolving, the patient was recovering, and antibiotic/dianeal therapies were ongoing. No additional information is available.